Manufacturer narrative:
H2) additional information was added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that there was no patient impact.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: m016445c001, serial/lot #:(B)(6), ubd: unknown, UDI#: unknown h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that the surgeon expressed concern on the temperature map (tmap) damage estimate. The surgeon felt that something was 'wrong,' given the way the tumor was heating up. The surgeon was not seeing damage when he felt they should have. He noticed a large transition zone, but not many damaged pixels to correlate. Half dose contrast was given prior to ablation to see the tumor. After the second half of contrast was given, when obtaining post ablation imaging, the surgeon expressed that the lesion ablated looked larger than what the damage estimate predicted. Troubleshooting was performed. It was verified that tmap parameters were on the scan and on the visualase console. They ran a new tmap and double checked alignment to ensure the patient hadn't moved and the slice was still lining up. Nothing abnormal was noticed. There was a delay to the procedure of less than five minutes. Patient impact information is pending.

Manufacturer narrative:
H3: a software analysis was initiated. However, the software was found to be functioning as designed. User error administering contrast enhancement agent to the patient before ablation sessions caused the reported tmap damage estimate issue. H6: b01, c19 and d14 apply to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.